Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user contacted support for assistance pairing a new dexcom g7 sensor to the ilet and successfully entered the sensor pairing code, after which the ilet displayed a blood glucose of 247 mg/dl that was trending downward. Symptoms included hyperglycemia. Outcomes included stabilization of blood glucose to 176 mg/dl. Investigation included review of available device data and user support interactions. Investigation of this case revealed successful sensor pairing with no device alarms and no device malfunction identified, consistent with troubleshooting and education completed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.